Manufacturer narrative:
Other, other text: h10: one medfusion pump was returned for investigation in used condition. The battery on the pump was missing. There primary audible alarm post alarms, and an acu watchdog alarm were found in the event history log (ehl). These alarms were not reproduced after multiple flow and occlusion tests. The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The speaker was replaced as a preventative measure to address the reported product fault.

Event description:
It was further reported that there was no patient involvement regarding the product malfunction.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the medfusion pump exhibited a primary audible alarm. No patient injury or complications were reported in relation to this event.